Manufacturer narrative:
This report is submitted on (B)(6) 2022.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device. Hardware exchange attempts were made; however, the issue could not be resolved. The implanted device remains.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on november 15, 2022.

Manufacturer narrative:
Per the clinic the device was explanted on (B)(6) 2022. The patient was reimplanted with another cochlear device during the same surgery. This report is submitted on october 20, 2022.